Manufacturer narrative:
Event date updated to 26mar2024.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the power socket has become detached from the monitor. The user has no knowledge of how this damage occurred as this was discovered during routine inspection. There was no patient involvement at the time of the event.